Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and mildly tortuous artery below the knee. After a 175 cm non bsc guide wire crossed the lesion, the 1.2mmx15mmx142cm fg coyote emerge¿ balloon catheter was advanced for dilatation. However, during unspecified inflation at unknown atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non bsc balloon catheter. No patient complications were reported and patient's status was good.